Event description:
It was reported that a malfunction occurred with a pump, identified by a fault ID and malfunction code. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy and was assisted with resetting the pump, but the issue persisted. Technical support confirmed the shipping address, instructed the customer on how to put the pump into storage mode, and arranged for the return and replacement of the pump under warranty.